Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to omsc for evaluation. As a result of attaching a temporary connector to the returned tip unit, it was confirmed that the image disappeared by bending the tip. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the cause was an abnormality of the ccd unit at the tip of the scope. It was considered that contact failure was caused at the angle due to ccd cable disconnection and cracking of electrical components. It was possible that it deteriorated due to stress such as excessive bending and pulling to the tip of the scope. No more information can be provided at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the image blacked out during the angle operation. There was no report of patient injury associated with the event. The event date was unknown.